Manufacturer narrative:
UDI #: (B)(4). Field service specialist (fss) was unable to verify either issue nor isolate a probable cause after checking equipment and troubleshooting. Opened head and observed surfaces are clear of dust and other particles. Hss spot retention prior to optic cleaning is 1437 of 1444 spots and after cleaning is 1431 of 1450 spots for a percentage ratio of less than 1.5 percent in both cases. Target evaluation was performed and found system within specifications. Observed that target shuts off when privacy screen becomes active but will return when privacy screen ends. Loosened adjustment set screw to provide smoother operation of head in side to side action. Observed lane length set at 20 ft. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported having patient with overcorrection and problems with accommodation. Patient had initial surgery on (B)(6) 2016. Best corrected visual acuity (bcva) 20/15- in right eye and 20/20+ in left eye. Enhancement procedure done in (B)(6) 2016. It was reported this patient had -2.00 diopters of sphere in left eye prior to enhancement.